Event description:
The pt was revised because of pain, the insert was noted to have wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Provided info stated no product failure was suspected. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.